Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and a slight feeling of abdominal distention. The cloudy effluent had been observed for two weeks. The patient was hospitalized and treated with unspecified empiric antibiotic (intraperitoneal, ongoing) for the events. At the time of this report, the patient has not recovered from the events. The cause of the events and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.